Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader is required. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported a high readings issue with the adc freestyle libre. On 13-may-2019 he received a sensor scan reading of 150 mg/dl. He injected insulin in response to the reading and subsequently fell into a coma. A reading of 60 mg/dl was received on an unspecified hcp meter and the customer was administered sugar (unknown dose/route) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high readings issue with the adc freestyle libre. On (B)(6) 2019 he received a sensor scan reading of 150 mg/dl. He injected insulin in response to the reading and subsequently fell into a coma. A reading of 60 mg/dl was received on an unspecified hcp meter and the customer was administered sugar (unknown dose/route) for treatment. There was no report of death or permanent impairment associated with this event.